Event description:
It was reported that the patient was unable to run therapy. There was no report of harm or injury. The therapy manager troubleshot the issue with the patient and confirmed that the device had a progression of out-of-range/high-impedance failure on both leads. The implanting doctor was notified and decided to revise the reactiv8 system. The reactiv8 system was removed except for the distal tip of the left lead, which was left inside the patient. A new reactiv8 system was implanted without complication.

Manufacturer narrative:
Mml # (B)(4). The implantable pulse generator (ipg) and one lead were received for evaluation. There was no allegation against the functionality of the ipg. The ipg passed functional testing and operated within the specified manufacturing parameters. No functional testing could be carried out on the returned lead because it was received in three segments. The reported issue was verified. A visual inspection was performed, and fractured coil wires with rounded ends were observed. Fractured coil wires were the cause of the out-of-range/high-impedance failure. The second lead was not received. A review of the iniital implant images revealed improper implant technique. Following the full system revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated h6.

Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient was unable to run therapy. There was no report of harm or injury. The therapy manager troubleshot the issue with the patient and confirmed that the device had a progression of out-of-range/high-impedance failure. The implanting doctor was notified and decided to revise the reactive 8 system. The reactive 8 system was removed except for the distal tip of the left lead, which was left inside the patient. A new reactive 8 system was implanted without complication.